Event description:
The pt presented to an outside hospital with a severe headache having lasted several days. The pt was worked up for a possible subarachnoid hemorrhage. It was unclear as to whether or not the pt had actually hemorrhaged at that time, but an angiogram was performed, and a large basilar tip aneurysm was identified. After undergoing right carotid endarterectomy for correction of an ulcerated severe plaque on that side, the pt was transferred to the rptr's institution for endovascular therapy. Detailed history suggested a minor hemorrhage or sentinel bleed at presentation. The rptr chose an 8 x 20 mm 3d coil & advanced this through a prowler-14 microcatheter. The rptr then used a lateral view angiogram for sizing of the aneurysm & found that the aneurysm measured 12 x 13.7 mm. Based on this finding the rptr felt that a large coil was necessary. The first coil was then removed. A gdc 18 3d coil measuring 12 x 30 mm was then advanced through the microcatheter. It was advanced without difficulty into the aneurysm. Due to the large size of the aneurysm & the moderate under-sizing of the coil, the pt chose to proceed with another 12 mm gdc 18 coil. The rptr chose a 12 x 30 2d coil. This was advanced into the aneurysm, but advancement of the last 10 mm of coil was very difficult, and the last 5mm was impossible. Rptr attempted to withdraw coil at this point but found that the coil appeared stuck within the microcatheter & could not be fully withdrawn. In order to prevent unraveling of the coil, the microcatheter & coil were removed together. The entire coil came out without difficulty. The rptr then reintroduced a new prowler-14 microcatheter over a transend-14 wire. Subsequently, the rptr chose a gdc 18 2d coil measuring 10 x 30 mm. The first 20-mm advanced without difficulty, but considerable resistance was encountered over the remaining coil. The rptr was, however, able to advance the coil fully within the aneurysm. An angiogram performed at this time, however, showed no evidence of filling of the left pca. This was confirmed using multiple projections to visualize the basilar apex. Therefore, rptr attempted to remove the 10 x 30 coil. The coil unraveled through the entire length of the guide catheter & out through the proximal valve. Because of the presence of the partially unraveled coil outside the catheter, rptr attempted to capture the coil by advancing a 4-mm snare device with the loop over the unraveled coil & advancing it to the guide catheter. Rptr was unable to pass the snare device beyond c2 loop of the vertebral artery, however. This left the snare within the unraveled portion of the coil & not over the thicker part of the coil. Multiple attempts at advancing the snare were unsuccessful, and rptr attempted to retrieve the coil from this position, which resulted only in further unraveling of the coil. During this maneuver the coil appeared to fracture within the guide catheter. At this point another dr entered the procedure to assist in attempted coil retrieval. Due to the highly complex technical nature of this maneuver it required dr's expert assistance. The rptr then attempted to retrieve the unraveled coil by advancing the transend micro wire through the microcatheter with a j tip. The wire was advanced into the solid portion of the coil at the vertebral basilar junction in the intradural portion of the vertebral artery where it was rotated in an attempt to capture the coil. The rptr was unable to capture or to double over the unraveled coil in this position, however. The rptr then attempted the same maneuver with a 0.035" glidewire in the extracranial vertebral artery. During advancement of this wire the rptr achieved doubling over the tip of the wire. This did result in some movement of the coil within the artery. Rotating the wire did provide some binding with the unraveled coil. With this loose capture of the coil, the rptr attempted to advance a 7-mm snare device over the 0.035" glidewire to the point of the coil in the vertebral artery. The snare was used to pull both the 0.035" wire & the coil together. This, however, did not remove any add'l coil from the intra-aneurysmal coil mass & instead resulted in fracture of the coil. As the rptr had attempted this maneuver by pulling both guide catheter, snare, and 0.035" wire together, the fracture occurred at level of femoral sheath. Rptr then had hold of unraveled coil at this point & attempted gentle pulling, but this resulted in distal fracture somewhere in descending aorta. During these maneuvers multiple angiograms were performed which suggested propagation of thrombus at top of basilar artery. During micro wire advancement, however, at vertebral basilar junction considerable resistance was encountered to wire, and rptr was unable to enter distal basilar artery. An angiogram at this point demonstrated dissection of vertebral basilar junction. Two s670 stents were deployed at vertebral basilar junction. The end result was an excellent flow. Some filling abnormality at distal basilar remained, however, and rptr felt this represented residual thrombus. Pt's blood pressure remained very high in order of 250-mmhg systolic pressure. Concern, however, was raised over the possibility of intracerebral hemorrhage given amount of reopro & tpa used. For this reason after total injection of 9 mg of tpa, 4 mg via bolus dose, and 5 mg via ia drip, rptr stopped procedure & removed catheters. Pt was then taken for an emergency CT scan, which demonstrated a massive left hemispheric & basal ganglia hemorrhage with intraventricular extension. At this point pt had no evidence of brain stem activity. A long discussion was held with family regarding pt's condition & prognosis. They asked that all supportive care be withdrawn. This was performed in the neurosurgical intensive care unit, and pt expired shortly thereafter. Add'l info rec'd through a co rep in 8/01: the physician stated that complications to pt were not product related.